Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated into the inferior vena cava and migrated to right hepatic vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated into the inferior vena cava and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts were retained in right hepatic vein; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, seven months of post deployment, discharge summary reported an abdominal pain. Around, three years and one month later, spine lumbosacral three views showed that the head of the inferior vena cava filter was seen at the l2-l3 interspace. Around, seven months and twenty-one days later, computed tomography of abdomen and pelvis was revealed that an inferior vena cava filter in place with several prongs extended outside the caval lumen. Around, twenty- four days later, computed tomography of abdomen and pelvis with contrast showed that an unchanged inferior vena cava filter with several prominent struts extended past the caval wall. Around, four months and nineteen days later, computed tomography of abdomen and pelvis with contrast demonstrated that there was an unchanged left infrarenal inferior vena cava filter with few struts extended through the caval wall. Around, one year and ten months later, computed tomography angiogram of abdomen and pelvis without and with contrast was performed and result showed that a bard inferior vena cava filter was positioned below the renal veins. A filter was tilted anteriorly with its cone lay on the wall of the inferior vena cava possibly embedded within it. The filter legs were penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. Only 5 filter arms were seen. There should be 6 arms. One arm was fractured and was identified in the right hepatic vein presumably migrated to that location. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter limb detachment and filter tilt. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.